Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the nurse responded to the pump frequently alarming occlusion on the fluid side. The nurse noted that the levophed IV bag was half full and the tubing vent was in the open position but the fluid would not flow. The tubing set was replaced and the levophed continued to infuse without difficulty. The customer stated that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
The customer¿s report of pump frequently alarming occlusion and fluid would not flow was not confirmed. Visual inspection of the set clear fluid inside the tubing throughout the set. Closer inspection of the drip chamber observed the drip chamber's air vent was wetted out. No damages or occlusions were observed throughout the set or at its components. Functional and pressure testing resulted in the set flowing freely via gravity and showed no signs of occlusions or issues with the drip chamber vent opened. The root cause of the customer¿s report was not replicated because the set primed completely without any occlusions during functional testing.

Event description:
It was reported that the nurse responded to the pump frequently alarming occlusion on the fluid side. The nurse noted that the levophed IV bag was half full and the tubing vent was in the open position but the fluid would not flow. The tubing set was replaced and the levophed continued to infuse without difficulty. The customer stated that there were no adverse effects caused to the patient from the event.